Manufacturer narrative:
Available information indicates the device remains implanted and in service. This report will be updated if additional information is received.

Event description:
It was reported that during a routine device check, the intrinsic amplitude test was performed in ddi 30 mode. The test did not end appropriately, and the patient remained at ddi 30. The patient had an escape rate that was visible on the real-time ECG during the test and was not symptomatic, but they could feel the low heart rate as they were normally always paced. To finally end the test, the field representative cycled power on the programmer. Technical services discussed there was likely an interruption in telemetry and provided other options to force the test to end. The test would have ended on its own after timing out. No adverse patient effects were reported.